Event description:
Customer reported that when opening up the faceplate to remove an empty syringe that the hinge pin broke. Customer reported that there were no injuries.

Manufacturer narrative:
Liebel flarsheim field svc engineer replaced the hinge pin and tested the operation of the face plate. Injector was returned to the customer for use.